Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that there was a possible malfunction due to an alert beeping from the device. The patient was advised by the clinic to perform a remote transmission and to go to the nearest emergency room. Follow-up information received from the clinic disclosed that the patient received an inappropriate shock. It was also noted that the lead was implanted after the used before date. The right ventricular (rv) lead remains in use. No further patient complications have been reported as the result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.